Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2258710 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 30th of april 2025. Refer to ¿examination of returned device¿ section for lab attendance and notes. On evaluation of the device, the following was observed: visual inspection: introducer returned in protective tubing. Red safety tab returned separately. Safety wire not returned. Red shuttle past ponr. Directional button in neutral position. Polyimide partially exposed at the tip and stent struts visible. Functional inspection: handle actuating for deployment and recapture. Unable to deploy stent. Handle opened to internally inspect device. Sheath tube separated from shuttle cap. All cogs intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2258710. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / tight stricture. It is possible that during deployment, a tortuous path caused a build-up of pressure leading to the outer sheath separating from the shuttle cap which would have caused the loud snapping noise and difficulty experienced by the customer when trying to deploy the stent. In the lab it was noted that the polyimide was partially exposed at the tip and stent struts visible, this would have occurred when initially deploying the stent, but due to the sheath tube separation the stent would not advance or retract and was therefore stuck in this position. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01 x used device.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 24-jul-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per the complaint form: "trigger was very stiff during deployment, a loud snapping sound was heard & they noticed that the stent was not deploying. It did not deploy at all - outer catheter only moved a tiny bit from the olive tip. The trigger was very stiff the whole time and we all heard a loud snapping sound as well, after that we noticed that the stent was not deploying. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence what endoscope type and channel size was used? Olympus scope: tjfq290v. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? 0.035 jagwire. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. Please advise the anatomical location of the intended target site.?) Bile duct. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No. (If yes, please specify what was observed and where on the device it was observed.) N/a. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? No. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? N/a.